Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.028. Lot: 9538397. Manufacturing site: hägendorf. Release to warehouse date: 25.sep.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the 5 mm hex flexible screwdriver (part # 03.037.028, lot # 9538379, mfg # 25-sep-2015) was received at us cq with the screwdriver broken at the proximal portion of the shaft. The shaft is completely separated into 2 pieces. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the wave shaft, measured. This is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a hexagonal flexible screwdriver was broken. The item lodged while deploying the set screw and the handle snapped. There was a surgical delay of five (5) minutes trying to remove the device. Procedure was successfully completed. Patient outcome was fine. Concomitant devices: locking/set screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).